Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed hardware low level failure alarm. The customer¿s blood glucose level was 8.6 mmol/l at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed self test and displacement test. No unexpected hardware low level failures alarms noted during testing however, hardware low level failures alarm (variable 3) confirmed in the downloaded history file due to broken pin 1 (vdd) trace at on the keypad assembly.